Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-10856. G1 reporting contact fax number missing. H6 code 4418 and 4417 were reported incorrectly. New code was added to health effect - clinical code and component code. On manufacturer device report 1220648-2024-10856-1 h1 type of reportable event was incorrect.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and while on support, the patient developed a brain bleed and subsequently expired. Fifth day on support cardiac recovery was noted during ramp study, and a plan to wean the next day for possible removal of the impella pump was noted. However, overnight, the patient stopped responding to stimuli. On assessment, pupils were uneven; CT scan showed substantial brain bleed. Care was withdrawn, and the patient expired. The physician attributed the event to impella device and noted the concern was potential for clot ingestion in the pump resulting in an embolic stroke that converted to hemorrhagic.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The device was not returned for investigation. As the clinical information related to the reported issue was not provided, the root cause of the stroke/cva could not be determined.